Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) has been confirmed. Upon investigation, the monitor intermittently failed a pulse test. The cause for the intermittent pulse test failure was isolated to contamination on pca connectors j1000 and j1111 on the computer/analog board. The contamination caused high resistance on the charge relay, resulting in low enery pulses. The root cause of the contamination was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.